Event description:
It was reported that the right ventricular lead perforated the patient. Open heart surgery was performed to patch the right ventricle and the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Right ventricle patched.